Event description:
It was reported that this right ventricular (rv) lead perforated the heart of this patient, subsequent the patient experienced a tamponade. The lead was successfully repositioned. In the next morning an echocardiogram was performed and no effusion was found. The patient remains stable. No additional adverse patient effects were reported.